Event description:
It was reported that there was a connection issue when connecting a syringe to the cap of a one link needlefree IV connector. This occurred prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was further clarified that there was a connection issue when connecting a syringe to an unknown intravenous (IV) set, not a one link needlefree IV connector. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.